Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter was reverting to setup mode. The pt did not take any action regarding diabetes treatment as a result of the issue. The pt did not suffer any symptoms. The pt denied seeking medical attention. It was determined during the troubleshooting telephone call there was no meter trauma. The issue did not occur immediately after removing the battery. The product is not new. The issue was not resolved after walking the pt through the issue. This complaint is being reported because the product issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.